Manufacturer narrative:
The initial report had the incorrect information related to hospitalization. (B)(4).

Event description:
It was reported that customer was not admitted to hospital due to high blood glucose level and customer only experienced high blood glucose level over 400 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer was admitted and experienced high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl at the time of the incident. Customer was not feeling okay to troubleshoot. Customer also reported sensor issues. The device will not be returned for analysis.